Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown size 9 x 8 tibial insert. Additionally, an unknown size 9 femur, size 9 tibial baseplate and size 9 patella were reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a scorpio patella was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: a review of the device history records could not be performed as the lot details were not provided complaint history review: a complaint history review could not be performed as the lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported patient had a revision of left knee due to infection. Doctor removed size 9 femur, size 9 tibial base plate, size 9 patella and size 9 x 8 insert.

Event description:
It was reported patient had a revision of left knee due to infection. Doctor removed size 9 femur, size 9 tibial base plate, size 9 patella and size 9 x 8 insert.